Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio determined that the cause for the reported issue was due to the system controller pcb assembly. Physio replaced the system controller pcb assembly and observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the removed system controller pcb assembly and observed that transformer, designator t1, is inoperable. T1 caused the "connect electrodes" message to be displayed.

Event description:
The customer contacted physio-control to report that their device will not complete the user test, the service indicator is present and an event code is logged in the device's memory. There was no patient use associated with the reported event. Upon evaluation of the customer's device, physio-control observed that the device was unable to deliver defibrillation therapy and the device would not recognize a test patient load through the therapy cable. As a result, defibrillation may not be possible, if it were necessary.